Manufacturer narrative:
(B)(6). Vorlat, p., putzeys, g., cottenie, d., isacker, t. V., pouliart, n., handelberg, f., . . . Verdonk, r. (2005, may 14). The oxford unicompartmental knee prosthesis: an independent 10-year survival analysis. Retrieved october 23, 2017, from https://link.springer.com/article/10.1007/s00167-005-0621-1 the product was not available for return. Without the opportunity to examine the complaint product, root cause cannot be determined. Part and lot identification are necessary for review of device history records and complaint history, neither were provided. As a part of design control risk management, condition is addressed through the warnings in package insert. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
One patient was identified in the article and had to be revised to a tka 6 years after the augmentation. There has been no further information provided. All other events will be reported in individual records which will be linked to this parent record.